Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male pt received a precise stent in the ostium of the internal carotid artery. Approx eleven months post procedure, the pt experienced dysarthria, hemiparesis on the left side which was diagnosed as an ischemic stroke. The duration of the neurological deficit was permanent. No additional treatment was given. The pt remain hospitalized as the symptoms did not go away. Eleven days later, the pt suffered a neurological death. Cause of death was noted as cva. Site reporter indicated that an mra was done showing stenosis on the stented side but the exact location of the stenosis could not be determined.